Manufacturer narrative:
(B)(4). Patient age not provided/unknown. Patient weight not provided/unknown. Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant was removed from site 30 due to fracture. The patient also suffered from bone loss.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 13mm (tsvwb13) was returned for investigation. Visual evaluation of the as returned product identified the implant has significant damage, and was fractured at the collar. There appears to be bone residue around the implant threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type ii). The reported device was located on tooth site # 30 and was used for approximately 9 years. The customer did not provide any pictures or x-rays. DHR review was completed for the subject lot number (61621551). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (61621551) for similar events and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture & bone loss) or product (tsvwb13). Therefore, based on the available information, device malfunction has occurred and the reported fracture event was confirmed. However, the reported bone loss could not be verified with the information provided. A definitive root cause could not be identified. However, the most likely causes for the events are patient parafunction and improper loading over the course of 9 years.